Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer passed away, and it was unknown whether, or not the customer was wearing the insulin pump at the time of death. It was stated that the customer was having problems with the insulin pump, but no details were mentioned. The customer's wife did not want to return the insulin pump for analysis, and she did not feel comfortable talking about the situation any further.